Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 38 events were reported for this quarter. 35 devices were received for evaluation; 14 events were duplicated during testing. The reported event was not duplicated during testing for 4 devices; however, the devices were outside specifications. 1 device was found to be affected by debris. 8 devices were found to be affected by compromised lubrication. 7 devices were found to have corrosion. 2 devices were found to have damaged components. The reported event was not confirmed for 16 devices; the devices were found to be within specifications for the reported event. 1 device evaluation is in progress. 1 device was available for evaluation but has not yet been received. 2 devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 38 malfunction events, in which the device overheated. 37 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 38 </noe> malfunction events, in which the device overheated. 37 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 2 previously reported events are included in this follow-up record. Product return status: 2 devices were received for evaluation. Evaluation status: 1 event was confirmed during testing. 1 device was found to be affected by corrosion. 1 event was not confirmed during testing; the device was found to be within specifications. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.